Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. The black box showed no excessive battery usage; however it did show a partially discharged battery being installed. The alarm history revealed multiple low battery warnings. Unrelated to the original complaint, there was a crack in the battery compartment. There was no evidence of moisture contamination in the battery compartment or on the underside of the battery cap. The battery cap was able to be fully tightened, and a power loss was not observed. All current draws were within specifications. There was no evidence of moisture contamination or loose components inside the pump when the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.